Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with [unspecified] juvéderm® voluma¿ and an [unspecified] juvéderm® volift¿ in dark circles. Over the next two months the injection site developed pain, inflammation, redness, heat, and swelling. At an unspecified time later, patient "had an attack of arterial hypertension." Patient consulted a cardiologist who advised there was no problem, "in particular doppler at the level of the face and the carotid." Patient also developed inflammatory nodules at injection sites. Patient treated by massaging nodules 3-4 times a day. No additional information was provided. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00331 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volift¿.